Manufacturer narrative:
B5: upon follow up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis with pus on the exit site. The breach in aseptic technique was not further specified. On an unreported date, the patient was hospitalized for the events. On an unreported date, the patient was treated with amikacin (250mg as first dose, followed by 125mg, discontinued 14 days after event onset, route and frequency were not reported) for the event. At the time of this report, the patient was recovered from the event and was discharged from the hospital. It was not reported if the patient was retrained on the proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the patient was not treated with any medication for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.